Event description:
Healthcare professional reported right side rupture. Patient later reported "significant distress". Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date "(B)(6) 2015". Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.